Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was freezing so they did a power cycle on it and now it is boot looping. Technical support (ts) troubleshot the issue; however, the issue remained. Ts informed the customer it's looking like the hdds are shot and/or the cns needs to be sent in to be repaired. The customer will decide what to do and then reach out. There was no patient injury reported. Investigation summary: the complaint unit was returned and was evaluated. Nihon kohden (nk) repair center was able to duplicate / observe the reported issue. Nk repair center replaced the hdds to complete the repair of the device. The available information suggests that the cause of the issue is hdd failure. A definitive root cause as to why the hdd failed could not be identified. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access fo that information. B6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access fo that information. B7 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access fo that information. D10 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I do not have access fo that information. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative manufacturer references # (B)(4). Follow up 001.

Event description:
The customer reported that the central nurse's station (cns) was freezing so they did a power cycle on it and now it is boot looping. There was no patient injury reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The customer reported that the central nurse's station (cns) was freezing so they did a power cycle on it and now it is boot looping. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was freezing so they did a power cycle on it and now it is boot looping. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was freezing so they did a power cycle on it and now it is boot looping. Technical support (ts) troubleshot the issue; however, the issue remained. Ts informed the customer it's looking like the hdds are shot and/or the cns needs to be sent in to be repaired. The customer will decide what to do and then reach out. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.